Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device was confirmed to have no telemetry or pacing outputs. It was noted that the device battery monitoring voltage was 1.25 volts. The device case was opened to facilitate examination of the internal components. The battery voltage measured at 1.25 volts which is too low to support telemetry and pacing functions. The device battery was removed and replaced with an external power source and an intermittent high current condition was identified. Detailed analysis of the device hybrid was undertaken. It was tested in many different conditions, at many different temperatures and the high current drain could not be reproduced. Analysis confirmed the inability to interrogate this device and identified a high current drain; however, the high current disappeared during testing and the root cause could not be identified.

Manufacturer narrative:
This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information while this device was being tested prior to implant, it was unable to be interrogated. Another programmer was tried but without success. The device was then removed from the outer packaging but still in the inner sterile packaging, but interrogation was still not possible. The device was not implanted and will be returned for laboratory analysis. No adverse patient effects were reported as the device was never in any contact with the patient.